Manufacturer narrative:
The insulin pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the ring around the reservoir compartment is cracked off. The customer mentioned that almost half of the ring is gone. The customer stated that the pump got caught at work on a doorknob. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.